Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply ps1 was adjusted to 5.10vdc and the connectors and controller pcb were reseated. The system was tested and found to be working as intended and returned to service.